Manufacturer narrative:
An event of paravalvular leak, regurgitation and dyspnea were reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was result of case specific circumstances as device was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 33mm epic plus mitral valve was implanted in the patient. On (B)(6) 2026, the patient presented with dyspnea and a major paravalvular leak was noted due to valve detachment for the posterior mitral anulus. The valve got removed. The patient was reported stable.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 33mm epic plus mitral valve was implanted in the patient. On (B)(6) 2026, a major paravalvular leak was noted due to valve detachment for the posterior mitral anulus. The valve got removed. The patient was reported stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.